Manufacturer narrative:
Date of event (b3) was not reported; therefore an estimated date was reported in this field. Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient has symptoms returning months after a colonoscopy. They started having a red light showing on their remote control. The patient believes they may be getting a urinary tract infection (uti) but they are not taking medication for the uti, and it is not confirmed. The red light remained after changing programs on the remote. The field representative met with the patient and ran an impedance check, which showed an error code with 4 open electrodes. Reprogramming could not be performed. The patient denies any falls and is scheduled for a revision surgery. Their therapy could not be activated due to the open impedances, so their retention symptoms have not been doing as well. No further patient complications were reported.

Manufacturer narrative:
Date of event (b3) was not reported, therefore an estimated date was reported in this field. Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. The device was returned for analysis. Visual inspection of the ipg revealed no abnormalities. Error codes were present in the logs and the ipglink. The ipg passed the impedance check with the test tined lead. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported complaint cannot be confirmed. No problem detected was chosen as conclusion code. Zero issues were found during device investigation.

Event description:
It was reported that the patient has symptoms returning months after a colonoscopy. They started having a red light showing on their remote control. The patient believes they may be getting a urinary tract infection (uti) but they are not taking medication for the uti, and it is not confirmed. The red light remained after changing programs on the remote. The field representative met with the patient and ran an impedance check, which showed an error code with 4 open electrodes. Reprogramming could not be performed. The patient denies any falls and is scheduled for a revision surgery. Their therapy could not be activated due to the open impedances, so their retention symptoms have not been doing as well. No further patient complications were reported.

Manufacturer narrative:
Date of event (b3) was not reported, therefore an estimated date was reported in this field. Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006. Corrections made to patient codes, impact codes (h6).

Event description:
It was reported that the patient has symptoms returning months after a colonoscopy. They started having a red light showing on their remote control. The patient believes they may be getting a urinary tract infection (uti) but they are not taking medication for the uti, and it is not confirmed. The red light remained after changing programs on the remote. The field representative met with the patient and ran an impedance check, which showed an error code with 4 open electrodes. Reprogramming could not be performed. The patient denies any falls and is scheduled for a revision surgery. Their therapy could not be activated due to the open impedances, so their retention symptoms have not been doing as well. No further patient complications were reported.